Manufacturer narrative:
Barrit s, zanello m, carron r. Vagus nerve stimulation lead durability: insights from an extensive monocentric single-operator adult series. Neurochirurgie. 2025 jan;71(1):101631. Doi: 10.1016/j.neuchi.2025.101631. Epub 2025 jan 3. Pmid: 39756614.

Event description:
A scientific article titled "vagus nerve stimulation lead durability: insights from an extensive monocentric single-operator adult series." Was identified during literature review containing complaints for multiple vns patients. The article contained reports of 2 instances of high impedance requiring revision, 1 instance of lead fracture requiring revision, 1 instance of lead fracture leading to explant, 4 reports of generator malfunction requiring generator replacement, and 1 report of infection requiring generator replacement. No patient or product information was available in the article and the patient's could not be identified. This report will capture the 4 reported instances of generator malfunction and replacement. MFR-report#1644487-2026-10511 will capture the reported instances of lead fracture and high impedance. MFR-report#1644487-2026-10510 will capture the reported infection requiring replacement. No other relevant information has been received to date.